Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient's friend/family member called and wanted to know what to do with the patient's patient programmer. They stated the device wouldn't work for them, so they removed the ins. They reported they had tried calling the manufacturer representative, but they had not heard back from them. Caller stated it seemed to work for 3 weeks after implant, but then their body was not correlating well with the device. No further complications were reported or anticipated.